Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 491 mg/dl. The customer treated their blood glucose levels with manual injections. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. No delivery alarm functioning properly during testing. The insulin pump passed the displacement accuracy test. Device received with intermittent button response due to flattened dome switch on the up, down, esc and act buttons. Lcd connector was inspected and no anomaly was noted. Device received with minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.